Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. This device was explanted and replaced. No additional adverse patient effects were reported.